Event description:
It was reported that the 2.5x15 mm trek balloon catheter slipped in the lesion when inflated to nominal pressure, only inflating the proximal end. A second attempt was made to inflate the balloon to nominal and it did the same thing, this time inflating the distal end. After the third attempt, which did not even reach nominal, the balloon slipped again. As this same issue had occurred during a previous event, the decision was made to remove the balloon. A non-abbott balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon slippage was not confirmed as it may have been related to anatomical conditions which could not be replicated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.